Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that one day following implant, an automated impella controller (aic) displayed a placement signal unreliable alarm. Both the aorta and left ventricle signals were lost as a result of the failure. The aic was replaced to resolve the issue. There was an initial period of delay of therapy. The pump was attached to the replacement console and hemodynamic support was provided to the patient. The patient's condition was poor and subsequently demised (expired) due to anoxic brain injury which is unrelated to the use the automated impella controller.

Manufacturer narrative:
The investigation into optical signal issue has been completed. The data and device analysis confirmed the reported failure mode. The root cause was the oscillating contrast and unreliable placement signal were due to a bad lamp. G1 reporting contact email revised from the initial submission of manufacturer device report in accordance with updated procedures.